Event description:
It was reported that this right ventricular lead exhibited loss of capture. A micro dislodgement is being suspected. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.